Manufacturer narrative:
Evaluation summary: post market vigilance led an evaluation of one device. The visual inspection of the returned product noted; the obturator, trocar and fixed cannula all appeared intact. A small blue piece in a sample was received. Pmv performed functional testing. The port passed an air leak test. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during totally extraperitoneal procedure, the surgeon found something blue like a part of the seal in the patient's abdominal cavity. It was immediately retrieved. The procedure was completed with this trocar as there was no further issue. The status of the patient is no problem.